Event description:
On (B)(6) 2021, a patient required avr for severe as and pulmonary vein isolation for paroxysmal af together with left atrial appendage occlusion underwent surgery with doing pvi and laao before the avr. A perceval valve pvs23 was implanted. After releasing the aortic cross clamp significant bleeding noted from the right inferior pulmonary vein, which required couple of stitches with the flow down and the heart being pulled from right to left side. The immediate postop toe had shown significant pvl in the middle of lcc annulus. Patient went back on bypass to fix it. On opening the aorta the valve was found to be deformed with indentation at the left coronary annulus. It was decided to explant the pvs23 valve and re-collapse it for re-implantation. This time it was decided to rotate the valve 1/3 so the previously deformed side of the valve was now sitting at the ncc annulus. On visual inspection the valve looked well seated, well deployed. Toe after coming off cpb had shown pvl, but this time in the middle of ncc annulus, so it followed the rotation of the valve. Going back third time and opening the aorta, deformity of the valve was found with less prominent indentation, but resulting in a gap between the valve and the annulus. It was decided to explant the original perceval valve and replace it with a same size new perceval valve. Each time the surgeon went back on bypass and opened the aorta to re-do the sizing it was always concluded to have the same size, size m on this occasion. The new perceval valve was the implanted without and difficulties and the postop toe confirmed good valve function with no pvl. Per additional information received, it was reported that the bleeding from the right inferior pulmonary vein occurred due to an accidental perforation of it caused by the ablation device used for pvi. The functionality of the perceval valve was not checked at the toe before the bleeding was fixed. The bleeding was a massive one and occurred within seconds after the aortic cross clamp was removed. The deformation noted on the perceval valve was stent folding that, per medical judgment received, it is believed to have happened during the manipulation of the heart in order to access the bleeding site. The patient ultimately received a new perceval of the same size (m) and had a good postoperative recovery, and got discharged home successfully.

Manufacturer narrative:
Fields updated: b4, d9, g3, g6, h1, h2, h6. The device was returned to the manufacturer for investigation. After decontamination, a visual inspection was performed on the returned prosthesis, which showed no pre-existing defects. The height of each leaflet has been verified and it resulted in conformity. The visual inspection and dimensional verification confirmed that the prosthesis involved in the reported event meets the specification and requirements for a perceval s pvs23/m. Based on the investigation performed, the reported event cannot be explained by any factors intrinsic in the device in question. Based on the information available, the root cause of the reported event of stent folding resulting in perivalvular leak can be attributed to the procedure, in agreement with the medical judgment received. The bleeding occurring at the right inferior pulmonary vein (not a device-related event per clinical experience) required manipulation of the heart which likely resulted in the stent folding of the perceval valve, as also confirmed by the physician. It should be noted that the perceval valve IFU includes the following warning on this regards: "after perceval s implantation, manipulation of the heart and/or of the ascending aorta, if required, should be done gently; [...] These maneuvers may lead to unknown effects on the implanted valve, including displacement and folding.". The event is, therefore, a known inherent risk of the device. Furthermore, the perceval valve IFU includes the following warning " warning: a removed perceval s prosthesis must not be reimplanted, because its integrity is no longer ensured.". As such, the decision to re-implant the same device was made off-label.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1209, s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1209) perceval heart valve at the time of manufacture and release. The device is yet to be received. Further investigation will be performed upon device receipt.